Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro function, generator interface, rtos, and gpos circuit boards along with the hard drive were replaced as a total upgrade. Power supplies ps1 and ps2 were also replaced. The system was tested and found to be working as intended, and placed back into service.

Event description:
It was reported that the system 9900 locked up during a procedure. The system could not be used to complete the procedure. There was no adverse pt involvement reported. There was no pt info reported.